Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Insulin pump was customer¿s blood glucose was 319 mg/dl at the time of incident. Customer was treated with manual injection. Customer stated that the insulin pump did not recommend correction bolus on auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing.